Manufacturer narrative:
The device was not returned for evaluation. Investigation review of the manufacturing records for this device was completed and no issues were identified that could have lead to the adverse event reported. Complaints will continue to be monitored for any trends.

Event description:
A patient had a right gsv ablation procedure performed on (B)(6) 2021. There were no error codes, anatomy was normal and there were no notable observations regarding the catheter or the procedure. Five days post procedure, the patient reported oozing/ulceration at the access site. On (B)(6) 2021, the patient was seen and had a 5x11mm superficial ulceration at the right upper medial calf access site. Doxycycline was prescribed for 7 days and bacitracin for 3-4 days followed by medihoney. On (B)(6) 2021, the wound closed even though a 2-3mm erythema persists.